Event description:
It was reported that the pt's catheter was not able to aspirate any drug. A dye study was done on the catheter and a replacement for the pump and catheter were scheduled to be replaced. The drug, dosage and concentration were unk. Pt's status was unavailable at the time of report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).